Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received states the helix could not extend during retraction.

Event description:
It was reported that an asymptomatic patient presented in the hospital. Upon chest x-ray, it was noted that the right ventricular lead had less slack and exhibited no capture and r-wave amplitude variation. The lead was explanted and replaced. The patient was stable during and post procedure.